Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator displays multiple technical error codes indicating power error, barometric/ambient pressure error, communication error, depleted memory backup battery error, etc. The customer did not accept the service offer and used another company for the repair or scrapped the device. No device logs were received, but a device log picture shows the reported technical error codes. No further information has been received. The reported technical error code combination may have different, intertwined causes. Different printed circuit boards (pcb) can contribute to the problem, for example the dc/dc & standard connectors pcb, the control pcb or the monitoring pcb. If an internal power failure related to the dc/dc & standard connectors pcb occurs during ventilation it can, depending on the type of fault, lead to stop of ventilation. Alarms will be generated. A depleted or otherwise bad lithium backup battery will lead to the reported 'battery depleted' technical error code, but may also lead to the 'internal memory detected' error after a restart. If the condition occurs during ventilation, ventilation will continue as before and an alarm will be generated. As no device logs or faulty part was returned for investigation, the root cause for the generated error codes could not be determined. H3 other text : 4117.

Event description:
It was reported that the ventilator displays multiple technical error codes indicating power error, barometric/ambient pressure error, communication error etc. There was no patient involvement. Manufacturer's ref. #: (B)(4).